Manufacturer narrative:
The device was manufactured march 25 - 26, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of a leak at the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the blue winged luer cap prior to patient use. The device had been filled with rh-endostatin and 0.9% normal saline solution to a total fill volume of 240 ml. There was no patient involvement. No additional information is available.